Manufacturer narrative:
(B) (4). No product was returned to assist in our investigation. However, per specification, there is a 100% confirmation of correct fit between dilator and catheter. In addition, a 100% verification that the distal tip is free of splits and nicks. We can assure that the appropriate design control activities have been completed. This device is shipped with an instructions for use (IFU); which contains the following: this product is intended for use by physicians trained and experienced in the treatment of a pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed. The suggested insertion site is the fourth intercostal space at the anterior or mid-axillary line. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5cm from the last sidehole. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. Based on the info provided, it can be concluded that the catheter was not properly placed. We will continue to monitor for similar complaints.

Event description:
Pt had a left sided pleural effusion - drain was inserted and immediately drained 850mls of blood. Catheter was clamped and pt was taken for an xray which showed that the catheter was placed in the left ventricle. The drain was removed. The pt passed away several hours later (on (B) (6)).